Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was found to have dislodged one day post implant. During the revision the lead dislodged again. The physician decided to remove and replace the lead. No patient complications have been reported as a result of this event.